Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima opcab systems failed. They had trouble tightening and loosening the device during the case. The procedure was completed using the same device. There were no pt effects. The product is returning.